Event description:
It was reported that, after intertan nail procedure had been performed on an unknown date, the patient experienced a breakage of an unknown trigen intertan intertroch antegr nail implant. This adverse event has not been solved yet due to patient does not want to undergo to revision surgery. Current health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided as it was reported the patient has expressed the wish that the case and material failure is not pursued/processed further. Therefore, there were no clinical factors found which would have contributed to the breakage. The impact to the patient beyond the potential for local discomfort, irritation, micromotion, and/or immobility as reported cannot be determined based on the limited information. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - impact code).